Event description:
Patient was revised to address varus malpositioning and loosening of the tibial tray at the cement/implant interface. Depuy cement was used in the primary surgery. (Right knee).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The product associated with this report was not returned. The investigation could not draw any conclusions about the reported event based on the provided information. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.